Event description:
Device 5 of 5. Reference MFR report: 1627487-2012-13210. Reference MFR report: 1627487-2012-13211. Reference MFR report: 1627487-2012-13212. Reference MFR report: 1627487-2012-13213. There are 4 leads, 2 leads from the same lot number and 2 leads from different lot numbers. Unsure which lead may be removed, submitting reports for all. It was reported the pt appears to have an infection. One of the pt's leads may need to be removed. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.